Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they recently got out of a pool and the insulin pump's screen would not turn on. The insulin pump did turn back on but the center button was not responding. The customer's blood glucose level during the incident was 163 mg/dl. They stated that the up and down arrow buttons would not allow them to navigate the screen. An alarm was not in progress at the time of the button unresponsiveness. They stated that the bolus menu was available but they were not seeing the 0.0 when attempting to perform a basal. They were advised to remove and replace the battery with a new one but the button was still not responding. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error open book image alarm and pump error alarm is found in the formatted history file due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify unresponsive buttons keypad due to critical pump error open book image alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. The keypad was inspected and no damage or moisture damage noted. Pump received with scratched case, case cracked behind the pump near the battery compartment, pillowing keypad overlay, and minor scratched lcd window.